Event description:
The initial reporter stated that they received questionable results for two patient samples tested with multiple assays on the cobas 6000 c (501) module. Of the two samples, one had an erroneous result for ise indirect k for gen.2 that was reported outside of the laboratory. The sample was repeated and the repeat result was believed to be correct. A corrected report was issued. The sample initially resulted with a k value of 6.12 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting with a value of 3.80 mmol/l. A second sample collected from the patient resulted with a k value of 4.00 mmol/l. The patient was not adversely affected. The lot number and expiration date of the k electrode were asked for, but not provided. The field service engineer could not determine a cause. Precision studies were performed and were within specifications. No relevant alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.